Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed, but the alarm was silenced without the specific cause being identified. The pump was stopped, and its settings were reviewed. The reservoir volume was recorded as 74.0 ml, with an infusion rate of 1.6 ml/hr and a volume administered of 65.65 ml. It appeared that the reservoir volume may have been reset. The patient had stated that the medication label indicated a total volume of 73.5 ml. The correct reservoir volume should have been 8.35 ml. The infusion was restarted, and no disposable alarm had occurred. The alarm was silenced, and the pump was powered down. The event occurred while in use with a patient at the patient's home, but there was no patient harm reported.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.